Event description:
It was reported that during an implant attempt, the physician had difficulties screwing in the setscrew. The screwdriver did not seem to make contact to enable the setscrew to screw in and the physician felt there was a problem with the port. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device was returned and analyzed with no anomalies found.